Event description:
It was reported that during insertion for a pulse field ablation (pfa) procedure a farawave ablation catheter was selected for use, it was noted that the splines had physical deterioration, which lead to frequent occurrence of error code 301. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is +011(086)18800161355; reported here as phone number exceeded character limit for designated field.